Event description:
The customer reported a leak inside the act diff 2 instrument. The customer initially reported that they were getting diff vote outs. After attempting to troubleshoot the instrument continued to give vote outs and was leaking at the bath. The volume of the leak was about 2 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The cause of the leak was use error. The customer broke the fitting at the bottom of the flowcell while attempting to troubleshoot diff vote outs. The diff vote outs and the leak were repaired by the field service engineer who replaced the wbc bath. This failure mode could, upon recur, cause erroneous patient results for all parameters due to sample carryover. (B)(4).